Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving two separate products; associated mdrs #1225714-2014-04725 and 1225714-2014-04726.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced metabolic alkalosis, kypokalemia, hypotension, cardiovascular events on (B)(6), 2011 after the use of the product.